Event description:
Related manufacturer report numbers: 2184149-2021-00033. During the procedure, after the patient was prepped, when the patch was validated, the system showed a location shift error. The system was power cycled several times and the amplifier was disconnected and reconnected, but the issue persisted. The procedure was cancelled due to these issues. There were no adverse patient consequences.

Manufacturer narrative:
One ensite¿ velocity¿ cardiac mapping system was received into the lab for analysis. Power was applied to the returned amplifier which successfully completed the post (power on self-test) and the system status light cycled to green. System log files were then reviewed which did not contain any critical errors from the reported event date. A successful functional test with no errors displayed confirmed normal operation of the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue cannot be conclusively determined as the reported issue was unable to be reproduced. The returned product operated as anticipated during functional testing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.